Manufacturer narrative:
The referenced device was returned to the service center. The service evaluation confirmed the customer¿s reported issue as the image displays intermittently due to a defective cable unit. The device failed the air/water leak test due to a cut on the cable. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus sales representative was informed by the sterile processing manager at the user facility that the customer high-definition camera head ¿intermittently works¿ during inspection prior to use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-march-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the temporary loss of image was due to a faulty cable. The root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.